Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a crack was noticed in the handle of the screwdriver. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screwdriver confirmed that the blue handle cracked. Also noted multiple scratches, dents and impaction marks on the handle indicative of use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A design change was made to the screwdriver, to reduce the allowable press-fit between the handle and the metal components. The handle thickness was also slightly increased. These changes should provide increased resistance to handle cracking; this device was manufactured prior to design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.